Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted device not returned.

Event description:
It was reported that during the fill tubing step, the customer observed insulin drops sooner than usual after delivering 14 units of insulin. Reportedly, the customer usually will see drops after 18 units are delivered. There was no impact to the customer's blood glucose level. It was indicated that the customer would monitor the pump performance and notify tandem technical support should they experience any issues.